Event description:
We use a product to pre-clean our endoscopes and discovered that some of the sponges have developed what appears to be mold on them (you can see it through the packaging. I notified infection prevention and control (ipac) how instructed me to fill this report out. Other identification numbers: vendor item number: aso2d90qh.